Event description:
It was reported that following the routine change out of the implantable pulse generator (ipg) the surgical site dehisced and became infected. The entire pacing system then became infected and was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 457445, lead, (B)(6) 2004. (B)(4).